Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced cystocele, back pain, pressure on standing, feeling a bulge when showering, abdominal discomfort, difficulty having bowel movements, bloating, constipation, three violaceous raised lesions on right labia majora, dark urine with black particles present, mild infrequent amnesia, foul smelling urine, vulva biopsy and sacroiliac injections.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, drainage, decreased blood pressure, prolapse, fallen bladder and nonsurgical intervention.